Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. It was reported that during the index procedure all the devices were implanted without incident. A final angiography identified a type IV leak around the main body from the gate/crouch area. The physician decided to place another stent graft 16x13x93 to re-line the gate and to gain additional overlap to the proximal edge of the flow divider. The leak was resolved. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).